Manufacturer narrative:
Failure analysis revealed that the insulin pump was stuck in motor error loop during bolus/basal delivery. However, the motor was tested outside of the device and passed. The motor had an intermittent failure that was not detected during our testing.

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed. Ran a displacement test and the device failed the test. Advised the customer to revert to back up plan. No further info was provided.